Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. But, because more than 11 years had passed from the subject device had been manufactured, it is presumed that this event was caused by deterioration over time due to repeated use for a long period of time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center, it was found that the brightness adjustment did not work due to the failure of the diaphragm. There was no report of patient injury associated with the event.